Manufacturer narrative:
(B)(4). Report source: foreign - (B)(6). Literature - von hintze, j., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Outcomes of the rotating hinge knee in revision total knee arthroplasty with a median follow-up of 6.2years. Bmc musculoskeletal disorders, 22(1), 336. Https://doi.org/10.1186/s12891-021-04205-9. Open lysis of adhesions (scar tissue) is a treatment for the stiff total knee usually after failed manipulation attempts. According to tabers medical dictionary ¿ manipulation of a joint is a mobilization technique, sometimes involving a rapid thrust or stretching of a joint, with or without anesthesia. Per clinical orthopedics and related research (how to treat the stiff total knee arthroplasty?: a systematic review), mua is used to treat and resolve arthrofibrosis (scar tissue). This procedure is performed to increase articular motion and reduce chronic pain from arthrofibrosis. The indication for manipulation under anesthesia is related to limited range of motion and stiffness due to adhesions/scar tissue. If mua fails, an arthroscopic or open procedure approach allows release of adhesions throughout the suprapatellar pouch, the intercondylar notch, and the lateral and medial gutters (aaos.org). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00215.

Event description:
A journal article was retrieved from bmc musculoskeletal disorders (2021) that reported a study from (B)(4) that looked at survival rate and outcomes in revision rotating hinge knee (rhk) arthroplasties. The study reported one patient experienced arthrofibrosis 5.8 years postop leading to open lysis of adhesions through a medial parapatellar arthrotomy. Attempts have been made and no further information has been provided.